Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer checked the sample probe and found gel on it. The customer cleaned the probe, reinstalled it, and performed an air purge and sample wash. A "sample pipetter" error was generated during the sample wash. The customer performed a reset, another air purge, and sample wash. A "motor controller" error was generated during the mechanism check. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 11 mg/dl. The repeated result was 108 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The qc was within specification. The field service representative replaced the sample probe and performed a precision check with acceptable results. The investigation found the issue was caused by an insufficient sample size. The sample probe should not touch the gel.